Event description:
It was reported that due to earlier than anticipated battery depletion, an intervention was necessary to remove and replace an bi-v implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 419488, implantable pacing lead; implant: (B)(6) 2008. Model: 5076-52, implantable pacing lead; implant: (B)(6) 2008. (B)(4).